Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded the device has been repaired and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed vertical lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.